Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-jun-2017, an fse was onsite to evaluate the reported event. The x-axis error could not be duplicated. Fse then cleaned the belts and sensors on the loader and cleaned the guide rails for x1 axis. To verify normal operation, fse ran a patient sample 10 times without any issues. The customer then ran patient samples without any issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due dirty guide rail for x1 axis.

Event description:
On (B)(6) 2017, a customer reported x-axis errors with their g8 analyzer. The customer cleaned the footers and reported that they sometimes stick. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.